Event description:
A misidentification occurred when the pt's name was lost from the attending doctor and became listed under the name of another physician without anyone knowing about it for more than 24 hours. The wring health care professionals were called and a test was performed that had life threatening risk, but was done because the attending physician was no longer running the case, according to the (B)(4). The pt developed acute renal failure from the contrast agent used during the test.